Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Since the patient had infection, all implants were removed and the insertion site was filled with a cement containing antibiotics. The patient received conservative treatment.